Event description:
It was reported that the patient had an intrathecal granuloma. An x-ray may be attempted to view the catheter tip. The drug used in this system was morphine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter: product ID 8596, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Event description:
Additional information received reported that magnetic resonance imaging revealed catheter tip granuloma. There was significant bibasilar atelectasis. The patient was under general anesthesia during the exam. The patient had a levocurvature of the upper thoracic spine and a dextrocurvature of the thoracolumbar junction. The patient had a significant 7 mm lesion identified at the level of t10 within the spinal canal. It was located posterolaterally and was impinging upon the cord causing severe canal stenosis. Extensive cord edema was seen from t9 through t12. The cord edema did not enhance. The lesion in the spinal canal did enhance with some rim enhancement as well as some internal enhancement. This could represent a catheter tip granuloma.

Manufacturer narrative:
(B)(4).